Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during a routine device follow-up. High out of range rv pacing impedance was noted. Increased rv pacing threshold was also observed. The patient was presented in or for lead replacement. The lead was laser removed and replaced. The patient was stable post-procedure.